Event description:
The customer reported the device was intermittently freezing-up. This resulted in a temporary inability to centrally monitor patients. The customer was able to restore operation by rebooting the cpu and running a disk service utility. We were recontacted by the customer the following day when the customer reported that the device had again become inoperative. The customer stated that they were aware that the device was more than 12 years old, obsolete and beyond its stated end-of-life. The device will not be returned by the customer for eval. There was no report of any pt harm as a result of the reported events. Note 1 for block a: no info for block a was provided by the reporter.

Manufacturer narrative:
The device will not be returned for eval. However, the device was available remotely via telephone communication. We have not yet completed the investigation. Date is left blank because device was not returned to the manufacturer, yet was available remotely via telephone communication.